Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had under-delivery issue. Customer blood glucose reading was 67 mg/dl. Customer current blood glucose reading 303 mg/dl. Troubleshooting was performed. The insulin did not exit. The infusion set was changed on (B)(6) 2018. The infusion set was bent. Insulin pump will not be returning for analysis.